Event description:
It was reported that there were air bubbles and gaps in the tandem mobi system, specifically inside the cartridge, observed during the pumping process. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact on the customer¿s blood glucose level. The customer declined further assistance from technical support with loading a new cartridge, choosing to handle it independently and successfully resumed insulin therapy, resolving the issue.